Event description:
It was reported that the customer received a button error alarm on the insulin pump and none of the buttons were responding, after the screen was blank and he put a battery in. The customer's blood glucose was 258 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. No damage or corrosion relevant to the blank display was noted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm or blank display noted during testing. Insulin pump was unable to perform operating current testing due to unresponsive keypad button. Insulin pump had minor scratches on lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.